Event description:
Reported that a blood leak had occurred with no alarm during dialysis treatment. It was further reported that there was a visible message indicating a blood leak on the screen but no alarm sounded. There was no pt injury or medical intervention.